Event description:
It was reported that speed is unable to be adjusted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). Two rotapro console kit assy ul/ csa were selected for use. During the procedure, the rpm read out for dynaglide was at 150,000 rpm. Also, it was noted that the speed control is not working and the speed cannot be adjusted. The procedure was completed using this device. No complications were reported and the patient was stable after the procedure.

Event description:
It was reported that speed is unable to be adjusted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). Two rotapro console kit assy ul/ csa were selected for use. During the procedure, the rpm read out for dynaglide was at 150,000 rpm. Also, it was noted that the speed control is not working and the speed cannot be adjusted. The procedure was completed using this device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Console failed the final functional test on step 3.1 normal advancer simulator knob button initial flow with a reading of 122.900 standard cubic feet per hour (scfh). The acceptable range is 112 to 122 scfh. The pneumatic kit from the gold unit was swapped into the console and subsequently tested. That pairing failed the final functional test on step 3.1 with a reading of 122.203 (scfh). The original pneumatic kit was then paired with the gold unit's front panel. That pairing passed the final functional test without failing at any step. Console failed the visual inspection because there is a visible front scratch on the front panel. In addition, there are visible dents and marks on the rear panel.